Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's main keypad was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.